Manufacturer narrative:
A titan touch pump was received for analysis. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed uniform striations on the detachment ends of all pump tubing, indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump. The information received indicated there was pump tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced pump tubing leakage.